Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made. The patient was fine after the event.